Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the mid-section and proximal end lifted, bunched and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, resistance was encountered when the device was tried to advance from left main to circumflex artery. It was then noted that the mid part of the stent got lifted. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, resistance was encountered when the device was tried to advance from left main to circumflex artery. It was then noted that the mid part of the stent got lifted. There were no patient complications reported.